Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call air bubbles anomaly inside of the reservoir. Customer's blood glucose level was unknown. Customer advised they were able to bypass the air bubble out of the reservoir during the priming of the tubing. Customer declined to troubleshoot for air bubbles.